Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:23:33. During night drain cycle eighteen, the patient's ultrafiltration reading was 1921ml, indicating the home patient (hp) drained 1171ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error, tidal total uf removal set too low. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.